Event description:
On 05/26/2026, manufacturer became aware of the event from japan where, during iol deployment in the eye, the posterior haptics became trapped between the injector and plunger. The posterior haptics could not be removed from the injector with a hook, so they were cut with a knife. At that time, the plunger was fully pushed out, so the incision was widened to remove the injector, and the procedure was completed by suturing. As pod f gf is mar9612296-2026-00244keted in the us, foreign reporting is required. Based on the available information, including clinical expect input, this scenario is a device malfunction which led to an additional surgical intervention. The trailing haptics had to be cut, leaving the iol in the capsular bag with haptics on only one side. This condition may result in lens instability, decentration, tilt, deviation from the intended refractive outcome, intraocular tissue damage, and dysphotopsias. Therefore, this event is considered a serious injury, as a surgical intervention was required to prevent permanent impairment of a body function and/or permanent damage to a body structure.

Manufacturer narrative:
Additional information will be provided following investigation completion. The suspect device identified in section d of this report is marketed outside the united states and is not listed in the FDA global unique device identification database (gudid). The device is the same product as the version marketed in the united states and referenced under premarket submission p240038; however, the us and ous versions bear different catalog numbers and udis and have region-specific labeling. The device involved in this event is the ous version identified in section d. The premarket submission number for the us-marketed version is provided in section g4.